Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of a micro-filtration device, the device was unable to be released from the delivery system. The procedure was changed. No filtration device was implanted. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received reporting a trabeclectomy was performed when the device was not implanted.

Manufacturer narrative:
A customer reported "shunt unable to be released from eds". The sample has been received and investigated: the sample was returned in an open secondary package. The sample included labels, IFU, an eds placed in a cradle and a shunt in a separate plastic bag. The eds wire was pressed. The shunt was sent in a separate plastic bag. The eds wire didn¿t protrude from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been no other complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the eds trigger was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire but placed into a separate plastic bag). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).